Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) reached over 400 mg/dl while wearing the pod between 24 and 36 hours. The cannula was inserted into the skin, but the pink slide did not move forward, indicating an unknown pod needle mechanism failure. There was leaking during wear observed. No treatment was mentioned.

Manufacturer narrative:
The pod arrived fully deployed in pod state 15 with 3213 pulses delivered, completing first and second prime. No timeouts or drive stalls were observed in the data. No problems were found to contribute to the reported needle mechanism failure. The pod was observed to be functioning as intended. A leak test was performed, and no leaks were found in the fluid path. No damages were found to contribute to the reported leaking during wear event.